Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It has been reported that the pt received an durom us acetabular component 60/54 t, on the left side, implanted date is unk and pt is being monitored due to loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggest that this case is related to the issue for which zimmer implemented a correction in july 2008 as referenced. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).